Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an itchy and burning rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician discontinued use of the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful

Manufacturer narrative:
Not applicable.